Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0kcd9, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0kcd9, ubd: 28-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller was inquiring if the patient would be safe for an MRI. They said the patient had the ins removed (B)(6) 2020 because they were unable to have a lumbar MRI done with it implanted. The caller said that during explant surgery the lead broke and part of it was retained. The caller was redirected to medical affairs.